Event description:
It was reported that the patient¿s blood glucose levels began to rise after an unspecified duration of pod wear, accompanied by nausea. No specific glucose values were provided. The patient presented to the emergency room on (B)(6) 2026, noting that she had already replaced her pod prior to seeking medical attention. She was evaluated for a few hours and was diagnosed with hyperglycemia. Treatment consisted of intravenous fluids, and her glucose levels improved with the new pod applied before arrival. No alarms or messages were displayed on the controller, and the patient reported no insulin leakage at the pod site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Down/smartphone: phone_control_ios omnipod 5 software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.